Event description:
It was reported that a spectrum pump had a door sensor that would not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but could not reproduce the door sensor issue. Evaluation found a loose upper link screw that could contribute to the door sensor issue. The link screws were replaced.